Manufacturer narrative:
(B)(4). Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of premature deployment (yoke was attached to the control wire). Microscopic examination was performed and it was found that the bushing had hit marks on its inner face. It was also observed that the bushing was wider than usual. Dimensional analysis was performed on the bushing outer diameter and the yoke, and both were found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and it was confirmed to be out of specification. No other problems with the device were noted. Based on the condition of the returned device, the reported event of clip premature deployment was confirmed. Investigation found that the bushing was out of specification which is likely due to operational factors such as user technique during procedure or during insertion/removal of the device and on manufacturing line, the capsule would not be able to be inserted into the bushing if the measurement is out of specification at the time the unit was assembled. The found evidence of premature deployment, is like due to operational factors during the procedure such as trying to open the clip once it was already activated. Additionally, the hit marks found on the bushing is likely due to the interaction between the yoke and the capsule. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2022. During the procedure, the clip prematurely deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of bushing hooks were out of specification (bushing was wider than usual).